Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) involving pentax model eb-1970uk stating "in a (B)(6) hospital the balloon channel of the ebus shows bacterial growth (stenotrophomonas maltophilia) and the mechanical reprocessing within a wd [washer disinfector] is questioned." A corrective action request was submitted by pentax (B)(4) to the manufacturer to implement any corrective actions, if necessary.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
A device history review could not be performed to confirm if the bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly since a serial number was not provided by the complainant. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.